Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used an enteer re-entry catheter to treat a severely calcified cto (chronic total occlusion) in the left mid-distal sfa lesion. The vessel had little tortuosity. The device was prepped as per the IFU with no issues identified. The vessel was pre-dilated. It was reported the enteer was deployed, but when the oblique view was employed to profile the device, subsequent angiography indicated that the lumen of the vessel was further away than expected. The balloon was deflated and repositioned approximately 1cm proximal to the prior location. When the balloon was re-inflated, it ruptured. It is not known at what atmospheric pressure the balloon ruptured but the physician commented that it was not at its burst pressure. The case was aborted and no further intervention was attempted. There was no reported harm to the patient.